Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was returned and evaluated. The positive culture result was not confirmed as olympus sent the device for testing and the results conformed to the regulation's recommendation. Olympus sent the subject device to a third party for culture testing where: -sampling from: swabbing distal end. Unit, sampling solution instrument / biopsy / suction channel, sampling solution auxiliary waterchannel. Cfu: 0cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it¿s likely reprocessing was insufficient due to physical damage to the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, on (B)(6) 2024 the ultrasonic bronchofibervideoscope tested positive for one colony forming units (cfus) of pantoea septica. On (B)(6) 2024 the device tested positive for 110 cfus of pantoea septica. On (B)(6) 2024 the device tested positive for 76 cfus of pantoea septica. All channels were sampled. The loaner was not used on a patient and the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.